Event description:
Reporter indicated that patient has experienced an increase in seizures since generator replacement surgery and that the patient was having seizures during the day instead of at night as usual. The patient's complex partial seizures had increased but were not as severe as pre-vns. It is not known whether seizure increase is above pre-vns baseline frequency or whether it is simply an increase from previous efficacy with the vns therapy. Device diagnostic testing was within normal limits, indicating proper device function.